Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed active exhalation control module testing as part of pre-check testing. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. The reported issue was initially addressed by philips service. On-site service technician visit to the customer was planned but was subsequently cancelled indicating service no longer required. It was noted that follow-up repair is to be handled by an authorized service provider. The philips service case was closed without action; the issue was reportedly resolved by the customer, and no work was performed by philips. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.